Manufacturer narrative:
No unresponsive buttons were noted. All buttons functioned properly. No moisture damage or corroded keypad traces were noted. The connector at the lcd board was found locked. The pump had a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corners and a cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that the act button was not responding and customer was not able to delivery a bolus. Customer's blood glucose was 211 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.